Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: a2, a4, b5, b6, b7, h6. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: blood clots, depression, anxiety, gastrointestinal gi/abdominal pain, fibromyalgia, sarcoidosis, esophagogastroduodenoscopy egd, fever, chills, myalgia, sarcoidosis, esophagogastroduodenoscopy (egd), fever, chills, irritable bowel syndrome ibs, constipation, nausea, borderline diabetes ii, dyspnea, physical limitations. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported depression, anxiety, gastrointestinal (gi)/abdominal pain, fibromyalgia, sarcoidosis, esophagogastroduodenoscopy (egd), fever, chills, myalgia, sarcoidosis, esophagogastroduodenoscopy (egd), fever, chills, irritable bowel syndrome (ibs), constipation, nausea, borderline diabetes ii, dyspnea, and physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 10 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2008 via the left common femoral vein due to deep vein thrombosis (dvt) and pulmonary embolism (pe). Patient is alleging vena cava perforation. The patient further alleges gastrointestinal (gi)/abdominal pain, fibromyalgia, sarcoidosis, esophagogastroduodenoscopy (egd), fever, chills, irritable bowel syndrome (ibs), constipation, nausea, borderline diabetes type ii, blood clots, dyspnea, depression, anxiety, and physical limitations. Report from radiology: "filter type: cook. Ivc stenosis: none. Filter position: below the renal veins. Filter migration: none. Filter fracture/bending: none. Filter tilt: none. Filter penetration: yes, see impressions. Other findings: none." "Some of the filter struts have penetrated through the wall of the ivc into the pericaval/mesenteric fat." Report from CT: "the ivc filter is unchanged as position. The superior position is seen near the inferior aspect of the renal veins."

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: aorta perforation. The reported allegations have been further investigated based on the information provided to date. The additional information regarding aorta perforation does not change the previous investigation results for vena cava perforation. A total of (B)(4) devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2008. Patient is alleging organ perforation. Patient alleges patient is limited walking and lifting items [patient] doesn't work. Report from radiology: "filter type: cook. Ivc stenosis: none. Filter position: below the renal veins. Filter migration: none. Filter fracture/bending: none. Filter tilt: none. Filter penetration: yes, see impressions. Other findings: none." "Some of the filter struts have penetrated through the wall of the ivc into the pericaval/mesenteric fat." "Addendum: cook gunther tulip filter. The anterior strut penetrates 10 mm through the ivc wall. Coronal image 21. The left strut penetrates 10 mm through the ivc wall. It penetrates into the aorta. Coronal image23. The posterior strut penetrates 10 mm through the ivc wall. Coronal image 26. The right strut penetrates 9 mm through the ivc wall. Coronal image 23."

Manufacturer narrative:
Reporter occupation: non-healthcare professional. Investigation: the reported allegations have been further investigated based on the information provided to date. The following allegation has been investigated: vena cava perforation. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. A total of 10 devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
The following information is alleged: the patient received a gunther tulip inferior vena cava (ivc) filter (B)(6) 2008 and underwent a computed tomography (CT) scan, approximately 9 years and 6 months later, which revealed that the filter had moved since implantation. The imaging from this scan revealed that some of the filter struts had perforated through the ivc wall into the pericaval/ mesenteric fat. Hospital and medical records have been requested, but not yet provided.